Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. There was blood inside the device. The hypotube, distal shaft and tip was microscopically inspected. Inspection revealed numerous kinks in the hypotube and distal shaft, along with tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a catheter detachment occurred. The target lesion was located in the right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the device was broken in two pieces while inside the patient's body. The broken pieces were able to be retrieved. No patient complications were reported and patient's condition was fine.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter detachment occurred. The target lesion was located in the right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the device was broken in two pieces while inside the patient's body. The broken pieces were able to be retrieved. No patient complications were reported and patient's condition was fine.